Event description:
Account states they obtained zero results for creatinine, co2 and ast for pt samples that were normal when repeated. The incorrect results were not used to guide pt therapy. The field service representative was unable to determine a cause for the dicrepancies.